Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an informational power on reset error code. The message was not related to an overdischarge event. The patient was just trying to charge her implantable neurostimulator. The patient successfully reset the power on reset. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.